Event description:
It was reported that upon impaction of the glenosphere to the base plate the impactor bent at the tip.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that upon impaction of the glenosphere to the base plate the impactor bent at the tip. The product was returned to depuy synthes for evaluation. Visual analysis of the impactor handle revealed that the threaded tip was cross threaded. No other defects were observed. The observed condition can be attributed to unintended use error, which may have resulted from exposure to unintended forces, such as overtightening, off-axis assembly/impactions, and heavy usage. Proper handling and adherence to the approved use of the device can diminish the risk of failure. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the impactor handle would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d4 (lot, catalog, primary UDI), d9, g4 (4. PMA/ 510(k)), h4. Corrected: d1, d2a, d2b, d3, h3.